Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo lesion in the circumflex artery below the bifurcation that was 95% stenosed. Pre-dilatation was performed with a 1.5 x 12 mm unspecified balloon catheter pressurized to 12 and 14 atmospheres. A 2.75 x 15 mm xience prime stent was deployed when a proximal edge dissection occurred. The dissection was treated with deployment of a 3.0 x 28 mm xience prime stent to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.